Event description:
A male with a previous history of disseminated intravascular coagulation, underwent endovascular therapy in 2009. The pt's anatomical form was not suitable for endovascular repair. The pt had abdominal, thoracic, as well as right and left common iliac artery aneurysms. A stent graft made by the physician was placed at thoracic aneurysm and zenith devices were utilized for the abdominal aneurysm. The contralateral internal iliac artery was not embolized by coils, but two iliac leg grafts were placed through common iliac artery into the external iliac artery. After one iliac leg was placed on the ipsilateral side, endoleak caused by regurgitation was confirmed. The endoleak flowed back from the internal iliac artery into the common iliac artery. Then, one more iliac leg graft was placed at the external iliac artery of the ipsilateral side without coil embolizing of the internal iliac artery. A proximal type I endoleak was then confirmed (1820334-2009-00234) and part of contralateral iliac leg graft was stenosed after placing the main body and iliac leg grafts. The type I endoleak was resolved by placing another MFR's stent. The stenosis of the contralateral iliac leg graft was ballooned. Pt has recovered. The pt's blood pressure lowered and abdominal distension were confirmed at night. A rupture of the left common iliac artery (1820334-2009-00236) was found when open surgical repair was performed. The left internal iliac artery was clamped by surgical operation. Both right internal iliac artery and inferior mesenteric artery were also clamped in the same way. The physician commented that he recognized that the pt's anatomical form was not suitable for endovascular repair before the procedure. He also felt that the stenosis was caused by calcification. Collaterals from periphery of the left external iliac artery into the left internal iliac artery caused blood flow to the left common iliac artery. The physician felt the rupture was caused by pressure of the blood flow to the aneurysm of the left common iliac artery.

Manufacturer narrative:
Event evaluation: the development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring: anatomical criteria, vessel tortuosity, calcification. The device remains implanted and no images were provided to assist in this investigation. At this time, there is no evidence to suggest the device was not manufactured to specification. The root cause for this event occurring is unk. However, based on the provided info the pt appeared to be outside the indications for use. Additionally, the user commented that this stenosis was caused by calcification. We have notified the appropriate individuals and we will continue to monitor for similar events.